Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Damaged stent, impossible to place. Customer was contacted by nobody was available to confirm the statement.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). The customer reported the following complaint issue: "damaged stent, impossible to place. Customer was contacted by nobody was available to confirm the statement". Additional information: additional information from the rep confirmed that the product was not damaged but there was difficulty advancing the stent. Further information was requested to elaborate on the problem relating to the difficulty with advancing the stent and it was confirmed that "this stent was not defected but she wanted to place it too quickly, without wire, so she had difficulties on advancing the stent". 1 x zebd-7-4 of an unknown lot # was involved in this complaint. As the device was not returned and the lot number for the device was unknown, a document based investigation was completed for this complaint. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, a possible root cause may be attributed to user error as the physician did not use a wire guide to advance the stent and it is likely that the user may not have used the device correctly as outlined in the instructions for use. The complaint is confirmed based on the customer's testimony. Prior to distribution, all zebd-7-4 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4). There is a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. It may be noted that according to instructions for use, the user is instructed to: "introduce stent, tapered tip first, and pigtail straightener on to a pre-positioned wire guide until the straightener reaches second curl. Advance pushing catheter over wire guide to advance pigtail stent into accessory channel. Advance guiding catheter* and/or pushing catheter 1-2 increments until stent is in desired position. Flouroscopically and endoscopically confirm desired position. After confirming stent position, gently remove wire guide , then guiding catheter* from endoscope while maintaining position of the stent with pushing catheter". The complaint is confirmed based on the customer's testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
MDR is being submitted based on the device malfunction precedence: 'difficult advancement' damaged stent, impossible to place. Customer was contacted by nobody was available to confirm the statement